Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device withheld therapy due to the onset of the detection zone which classified the episodes as supra ventricular tachycardia (svt). The physician believed the rhythm was ventricular tachycardia (vt). Reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.